Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-11778, 11780. It was reported the pt gradually had more invalid contacts on the leads. Initially, reprogramming was able to provide stimulation coverage. Multiple invalid contacts were identified, and reprogramming was unable to provide coverage. F/u identified the physician replaced the leads and the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.